Event description:
Boston scientific received information that this patient developed a pocket infection, therefore the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. It was also noted that the patient was a twiddler and had twiddled the entire electrode into the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.